Manufacturer narrative:
As stated by the getinge field service technician a repair was not performed as the customer did not issued a po for service. The log files were exported (see mail from (B)(6) 2020). The log files were analyzed on 2020-11-13. As stated in the results there was the error message "pump disposable error - stop" which leads to the situation that the pump stopped and the sensors were disconnected by the customer. There was no indication for a malfunction. Based on this the reported failure could not be confirmed. The cause of the disposable error is when the disposable will be disconnected from the cardiohelp while the pump is running. Second cause could be when using another hls set without setting the pump to zero. No further failures could be confirmed according to the log files. Thus a failure related to the cardiohelp can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
Investigation still pending. A follow-up report will be submitted, when further information are available.

Event description:
Patient was on ECMO for over a day. Customer reports "all I know is there was no flow, no rpms, part, pint was dashes the venous sats and v temp were dashes." The began to hand crank while they rebooted the unit. Then they reconnected the patient without incident and ran for hours. No patient injury reported. Complaint ID: (B)(4).